Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak identified during use of a homechoice cassette. The leak was further described as ¿the bag on the white supply line leaked because floor is wet and so is where the bag and cassette connect." Renal therapy services (rts) assisted the patient with clearing the alarm and in removing the supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage and clamp function tests with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.